Event description:
During an ascending aortic aneurysm procedure the dr was clamping below the anomic vessel, when he thought the jaws did not appear to be parallel, so he removed the clamp and replaced it with another to complete the procedure. No patient injury or complications reported.